Manufacturer narrative:
This product is manufactured but not marketed in the u.s. No similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, diopter -9.5/+1.5/102 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2013. The patient began experiencing low vault and refractive change over time. The lens currently remains implanted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2018 due to low vaulting and refractive change overtime. The lens was exchanged for a longer lens and the problem was resolved. Patient is happy and all is fine. (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was residue on product. Visual inspection found foreign material on lens surface (residue on lens) and the lens has a curved shape. (B)(4).